Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer¿s blood glucose was 442 mg/dl at the time of incident. Customer treated high blood glucose level with manual injection or insulin pen. Customer was assisted with troubleshooting. Insulin pump did pass high pressure test. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.